Event description:
Revision surgery- the patient fell. As a result, the glenoid screw broke, causing pain.

Manufacturer narrative:
The revision surgery was performed on (B)(6) 2012 within seven months of the original surgery which was performed on (B)(6) 2012. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. However, there are two non-conforming material reports ((B)(4)) associated with the related parts for nonconformances that were reworked and evaluated for functional performance. The root cause for the fracture of the rsp glenoid baseplate screws appears to be shoulder trauma due to the patient falling. A definitive root cause for the fracture cannot be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.